Manufacturer narrative:
Product event summary: the data files were retuned and analyzed. Review of the files showed system notice #50012 ¿the refrigerant delivery path was obstructed¿ was triggered at the beginning of the ablation phase in application #1 most likely due to residual moisture within cryoablation system (catheter, coaxial umbilical and console). Eventually the moisture was cleared, and the subsequent applications were performed without any recorded anomalies. Console output data (pressure, preset pressure, flow and temp) showed the cryoablation system performance is as expected. The files showed at least 19 applications were performed with balloon catheter afapro28 with lot number 86320 without any issue on the date of the event. A clinical issue (phrenic nerve palsy (pnp)) was encountered during the procedure. The case was aborted while the patient was under general anesthesia. In conclusion, the balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, right phrenic nerve palsy occurred. The case was aborted and the patient was under general anesthesia. The hospital stay was extended. The phrenic nerve palsy (pnp) was reported to be still present upon discharge. No further patient complications have been reported as a result of this event.